Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently not available. (B)(6).

Event description:
Meniscal repair, gosford private (B)(6) 2018. Tight joint space, upon deployment of first back stop, handle broke. Action was taken/ required to manage the problem during the procedure: had to remove the first back stop from the meniscus. Five minute delay to procedure. No ae to patient. Patient initials gc aged 17 years.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the handle of the device had not tension applied to it, and appears that the internal mechanism has broken. This failure is typically attributed to the user applying excessive force to the handle therefore causing the internal handle mechanism to break which would not allow implants to be deployed. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The expiration date is not currently available.